Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission recorded non-sustained ventricular tachycardia (vt) episodes that showed one undersensed beat on the right ventricular (rv) lead during premature ventricular contractions (pvc). The lead remains in use. No patient complications have been reported as a result of this event.